Event description:
One day post implant of a sapien xt valve tee revealed severe ai and high pa pressures. A second sapien xt was implanted. During the initial implant procedure, the pre-deployment position of the valve was 50:50 by the non and right cusps, and low on the left cusp. During deployment the delivery system corrected the positioning of the left cusp but drove it down on the right cusp. Final position of valve was slightly canted and 10:90 aortic/ventricular. Tee post valve deployment indicated mild pvl with trace central ai. The stable patient was transferred to the post-op unit for management. Repeat tee performed the next day revealed the patient had severe ai and high pa pressures. The team decided to implant a second valve. A second 26mm sapien xt was deployed approximately 50% within the outflow of the previously implanted valve. Tee post valve deployment indicated no ai. The stable patient was then transferred to post-op unit for management. The patient's native annulus measured 23mm by tee and 21.1 x 27.1mm by CT, with an area of 472.5. The patient¿s sinotubular junction (stj) was moderately calcified and measured 30mm. The coaxial alignment of the delivery system and valve was noted to be fair, the image intensifier angle was good, ventilation was held, and there was no loss of pacing capture during deployment. The 10:90 a/v position was attributed to the slightly off angle initial positioning of the valve. The subsequent severe ai was a result of the malposition of the valve. In regards to the root cause for the severe ai, the physician also indicated that is possible that after the wire was pulled they might have lacerated one of leaflets. A repeat echo was not done after the wire was pulled.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention and valve regurgitation are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the slightly canted positioning of the valve prior to deployment was reported as the likely cause of the malposition. The reported fair coaxial alignment of the valve/delivery system was the likely cause of the canted valve positioning. The subsequent ai was a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.